Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure one endeavor sprint drug eluting stent was implanted in the left atrioventricular (cass# 23) approximately 4 years and 8 months post index procedure the patient experienced a stroke. It is reported that the event was not related to the study device. The event was treated with medication and the patient was discharged.